Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes the patient presented in the hospital with continuous chest pain. The physician explanted and replaced the implantable cardioverter defibrillator and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03023, 2017865-2020-03025. It was reported that the patient presented in the hospital with chest pain. The physician opened the chest pocket and noted the right atrial lead had an insulation abrasion. The physician explanted and replaced the right atrial lead and repositioned the right ventricular lead and implantable cardioverter defibrillator during procedure on (B)(6) 2020. The patient was in stable condition.